Event description:
It was reported that the patients ipg was turned completely sideways and pushing against the incision site causing pain and discomfort. The patient underwent an ipg pocket revision procedure and was doing well postoperatively. The ipg was repositioned, therefore nothing was explanted nor replaced.